Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm) 3 made clicking noise and then jumped. Caller stated after the usm jumped forward it almost hit pulmonary artery. Caller stated the two times it clicked and jumped was 14:04 and 14:07. Tse reviewed the logs and found a couple of out of uses and one error #23075 for right master tool manipulator (mtm) moving while surgeon wasn't controlling it. The errors weren't at the same time the customer stated. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the time was the da vinci-assisted surgical procedure performed was 12:28-15:31. The surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer when the issue occurred. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The instrument moved without surgeon¿s intention. No movement was intended as per did if the instrument moved in the intended direction. The timing of instrument movement was not appropriate (e.g., instrument moved when surgeon commanded movement without delay/lag). There were no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff. The issue was intermittent. No action was wanted when the movement occurred. No patterns identified regarding the intermittent occurrence of the issue. The drape is not available for return. No injury to the patient, but it was a close call. Near miss injury to pulmonary artery. The device was inspected prior to use and no damage or anything out of the ordinary was observed. Photographic images of the device(s) or a video recording of the procedure are not available for isi review. The instrument is not available for return to isi for evaluation and the issue was with the arm. The approximately what time did the issue occur (e.g., approximate number of minutes after start or before end) were 14:04 and 14:07.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the issue. Issue. Event coincided with surgeon letting go of the master tool manipulators with head in console. The system was tested and verified as ready for use.